Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use a ventilator was loud during inspiration. The device continued ventilating/cycling. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.

Manufacturer narrative:
Added investigation information to event description and updated the evaluation codes per completion of investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
Although medtronic/covidien was not authorized to conduct repairs, the customer returned an inlet filter assembly cover. An investigation was performed on the returned component and the alleged condition was confirmed.